Event description:
Patient cannulated with alpine 20french femoral venous cannula for use in ECMO. Staff noted decreased flows while on ECMO. Provider de-cannulated patient approximately 3.5hrs after initial cannulation and removed 20french cannula from left femoral vein noting it to be fractured in half. Patient was re-cannulated without issue. On (B)(6) 2023, patient was again de-cannulated due to decreased flows. This time a 24french cannula was removed from the right femoral vein and noted to be fractured in half. No harm to patient either time. Reference report: mw5118502.